Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/18/2023, it was reported by a sales representative via phone that an ar-1588tnt tightrope needle broke off of the suture. This was discovered during a case, device breaks during use.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint is confirmed. Visual evaluation noted that the suture was detached from the needle. Functional testing was not performed due to the damage to the device. This is a known manufacturing issue. Eco-24288 was implemented to improve the manufacturability of this device.